Event description:
Event [preferred term] (related symptoms if any separated by commas) too high blood glucose levels [blood glucose increased], patient gave themself ryzodeg x 20 units in the morning instead of at night and instead of novorapid, patient did give themself 3 doses of 20 units of ryzodeg 18 months ago [wrong product administered], patient mistakenly administered the wrong insulin because they had two novopens of the same colour [device use confusion]. Case description: this serious spontaneous case from australia was reported by a patient family member or friend as "too high blood glucose levels(blood glucose increased)" with an unspecified onset date, "patient gave themself ryzodeg x 20 units in the morning instead of at night and instead of novorapid, patient did give themself 3 doses of 20 units of ryzodeg 18 months ago(wrong product administered)" beginning on (B)(6) 2024, "patient mistakenly administered the wrong insulin because they had two novopens of the same colour(device use confusion)" with an unspecified onset date, and concerned a 80 years old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - 8 iu, bid (8 units in the morning and 8 units at lunch)) from unknown start date for "drug use for unknown indication", , ryzodeg flextouch (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) solution for injection, 100 u/ml (dose, frequency & route used - 20 iu, qd at night) from unknown start date for "product used for unknown indication", patient height, weight and body mass index were not reported. Current condition: dementia. On an unknown date in (B)(6) 2024, patient accidently administered themself ryzodeg x 20 units in the morning instead of at night and instead of novorapid. Patient mistakenly administered the wrong insulin because they had two novopens of the same colour. Patient had too high blood glucose levels all day. Patient did give themself 3 doses of 20 units of ryzodeg 18 months ago at once and spent 24 hours in the hospital. Batch numbers: novopen 6: requested novorapid penfill: requested ryzodeg flextouch: requested. Action taken to novorapid penfill was not reported. Action taken to ryzodeg flextouch was not reported. The outcome for the event "too high blood glucose levels (blood glucose increased)" was not reported. The outcome for the event "patient gave themself ryzodeg x 20 units in the morning instead of at night and instead of novorapid, patient did give themself 3 doses of 20 units of ryzodeg 18 months ago (wrong product administered)" was not reported. The outcome for the event "patient mistakenly administered the wrong insulin because they had two novopens of the same colour (device use confusion)" was not reported. Reporter's causality (novopen 6) - too high blood glucose levels(blood glucose increased) : possible patient gave themself ryzodeg x 20 units in the morning instead of at night and instead of novorapid, patient did give themself 3 doses of 20 units of ryzodeg 18 months ago(wrong product administered) : unknown patient mistakenly administered the wrong insulin because they had two novopens of the same colour(device use confusion) : unknown. Company's causality (novopen 6) - too high blood glucose levels(blood glucose increased) : possible patient gave themself ryzodeg x 20 units in the morning instead of at night and instead of novorapid, patient did give themself 3 doses of 20 units of ryzodeg 18 months ago(wrong product administered) : possible . Patient mistakenly administered the wrong insulin because they had two novopens of the same colour(device use confusion) : possible. Reporter's causality (novorapid penfill) - too high blood glucose levels(blood glucose increased) : possible patient gave themself ryzodeg x 20 units in the morning instead of at night and instead of novorapid, patient did give themself 3 doses of 20 units of ryzodeg 18 months ago(wrong product administered) : unknown patient mistakenly administered the wrong insulin because they had two novopens of the same colour(device use confusion) : unknown company's causality (novorapid penfill) - too high blood glucose levels(blood glucose increased) : possible patient gave themself ryzodeg x 20 units in the morning instead of at night and instead of novorapid, patient did give themself 3 doses of 20 units of ryzodeg 18 months ago(wrong product administered) : possible patient mistakenly administered the wrong insulin because they had two novopens of the same colour(device use confusion) : possible. Reporter's causality (ryzodeg flextouch) - too high blood glucose levels(blood glucose increased) : possible patient gave themself ryzodeg x 20 units in the morning instead of at night and instead of novorapid, patient did give themself 3 doses of 20 units of ryzodeg 18 months ago(wrong product administered) : unknown . Patient mistakenly administered the wrong insulin because they had two novopens of the same colour(device use confusion) : unknown. Company's causality (ryzodeg flextouch) - too high blood glucose levels(blood glucose increased) : possible patient gave themself ryzodeg x 20 units in the morning instead of at night and instead of novorapid, patient did give themself 3 doses of 20 units of ryzodeg 18 months ago(wrong product administered) : possible patient mistakenly administered the wrong insulin because they had two novopens of the same colour(device use confusion) : possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.